Manufacturer narrative:
(B)(4). The lead and stylet have been returned to MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The hcp was unable to fully re-insert the stylet into the lead after multiple tries. There were positioning difficulties. The lead was replaced. There was no pt injury. The pt recovered without sequela after removal.